Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and interstitial cystitis. Following insertion, the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. The patient underwent a laparoscopic cholecystectomy and esophageal repair in 2009. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent resection of vaginal mesh on (B)(6) 2013 concurrently with pubovaginal sling, posterior colporrhaphy, sacrospinous ligament fixation, enterocele repair, (cook surgisis) graft augmentation of the posterior colporrhaphy, cystoscopy; due to vaginal pain, urinary incontinence and rectocele. (B)(4).